Manufacturer narrative:
Device code (B)(4) should have also been applied in the initial regulatory report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was dilaudid with an unknown dose and concentration. The reason for use was spinal pain. It was reported that the patient was having back surgery not related to the manufacturer¿s device/therapy. During the surgery, the catheter was cut. The patient stated that they patched the catheter. There was a catheter revision reported. After the surgery the doctor did a catheter dye study and found the catheter was leaking. They replaced the pump and the catheter. The pump was replaced ¿due to normal battery depletion.¿ it was reported that this issue occurred in 2002. The patient mentioned he has had 7 back surgeries and 1 neck surgery, not related to the manufacturer¿s device/therapy and that this was the ¿reason¿ for the manufacturer¿s implant. There were no further complications reported/anticipated.